Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, while dissecting, the balloon was physically broken. They had to perform manual dissection to complete the case. There was no patient injury.